Event description:
It was reported that the rigid video scope had insufficient image quality with occasional image noise. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had insufficient image quality with occasional image noise. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (ccd) is broken, and the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ccd is broken and therefore a noisy image occurs. The investigation findings do not lead to a clear conclusion about the cause of the broken ccd or the cut on the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.